Manufacturer narrative:
The investigation into the delivery issues and the access site bleeding ¿ major issue has been completed since the original report was submitted. Per clinical information provided, there was introducer damage ¿ mechanical. The root cause of the introducer damage was most likely due sheath kink since kinking of sheath body was observed. The root cause of the access site bleeding cannot be determined since the product was not returned and insufficient clinical details were provided.

Event description:
The user facility reported a 89-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. Us complainant reported the patient was on impella cp support and upon implanting the impella the abiomed sheath kinked in the mid shaft after the impella was placed. The sheath was exchanged for the 6f single access sheath. No further complications were noted. The sheath was unable to be obtained.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.